Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. There were no reported lvad related adverse effects. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient tripped on a child's toy and fell and the system controller hit the ground. The system controller sounded unspecified yellow wrench and red heart alarms after the impact. The patient reported that the primary system controller was switched to the backup system controller. The patient called for emergency medical services (ems) and was transported to the hospital. The vad coordinator had been called by ems when they arrived at the patient's home. Upon arrival at the emergency department the patient was assessed for an abrasion to the chin and back and thigh pain. A head CT scan was performed. The primary system controller was connected to a system monitor and an attempt to retrieve the system controller log file was made; however, the system monitor displayed ''cannot retrieve data''. Yellow wrench and red heart alarms sounded and approximately one-fourth of the system controller display was blacked out or had lines running through it. The display did have a ''replace pocket controller'' message. The patient was released from the emergency department after being evaluated. No additional information was reported.

Manufacturer narrative:
The reports of yellow wrench, red heart and replace controller alarms, communication issues between the system controller and the system monitor and lines in the system controller¿s lcd display screen were all confirmed and reproduced during the evaluation of the returned system controller serial number (B)(4) with backup battery serial number (B)(4). During evaluation, the returned system controller was connected to a test power module and test system monitor and one of the green pump running led's illuminated along with the yellow wrench and the red heart led's. Soon after, a replace controller/controller fault message was displayed on the lcd display screen along with several vertical white lines. The illumination of just one of the green pump running led's indicates that the system controller was operating in the backup mode. Communication was unable to be established between the system controller and the system monitor as is expected once in backup mode. The printed circuit board (pcb) component that stores the log file was placed onto a test pcb and the log file was able to be successfully collected. The events captured in the log file confirmed that the system controller transitioned to the backup mode on (B)(6) 2016. Once in the backup mode, the system controller does not write to the log file. Visual inspection of the system controller's pcb revealed that an inductor had dislodged from the pcb. The inductor likely came loose when the system controller was reportedly dropped. Removal of this component would have resulted in a red heart alarm. Further testing revealed that the component that supplies power to the primary processor was damaged. Damage to this component would result in the system controller transitioning to the backup mode. The cause of this component damage was unable to be specifically determined; however, it is likely the result of the loose inductor creating an electrical short or unintended connection on the system controller's pcb. While the root cause of the reported events was unable to be conclusively determined, the investigation suggests that it is likely correlated to a pcb damage that resulted from dropping the system controller. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.